Manufacturer narrative:
Without a product sample, the exact cause of the complaint could not be determined. However, a review of the mfg and inspection records for the product lot in question revealed the product to meet all required specs prior to shipment. It is the opinion of e-z-em's med dir that although this type of incident is rare, it can occur infrequently due to the amount of torque needed to do a bone biopsy. 11. Block h1 was changed to "other" since this event may not have been related to a malfunction of the product and does not fall under the definition of a serious injury. However, the event was filed w/FDA due to the fact that the needle tip could not be removed and was left inside the pt. Block b1 was changed from "product problem" to "adverse event". Block f10: complaint code #'s 1104 and 1415-not labeled.

Event description:
A 76 year old male pt was presented for a scapula bone biopsy. After removing the needle it was noted that the tip was missing inside the pt. The pt left the hosp with the tip still inside. There are no plans to remove it.